Event description:
The customer reported that the system displayed a collimator iris error message and was unable to scan. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board was replaced and the collimator iris was calibrated. The system was tested and found to be working as intended and put back into service.